Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 401 mg/dl and 112 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A report was received that during an implant procedure, the pt had a seizure. The pt was given oxygen and the seizure stopped. The physician was able to continue with the implant procedure. The physician stated, the seizure was due to the anesthesia. The pt is doing well following the procedure.